Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx uncovered stent was implanted to treat a malignant neoplasm during a stent placement procedure performed on (B)(6) 2015 as part of the e7099 abc wallflex registry clinical study. Baseline assessment of biliary obstructive symptoms (abos) was conducted on (B)(6) 2015 and identified the following symptoms: right upper quadrant pain, jaundice, dark urine, and pale stools. Baseline liver function tests were conducted on (B)(6) 2015. The patient was not intended to undergo a surgery. On (B)(6) 2015 tumor imaging/biopsy was obtained using ercp and CT. The initial stent placement procedure was performed on (B)(6) 2015 and was completed as an inpatient procedure. A pancreatogram was performed during the stent placement. A prior biliary sphincterotomy was performed . The stent was placed during an ercp. A wallflex biliary rx uncovered stent was placed in a satisfactory position across the stricture. According to the complainant, the patient presented with cholangitis on (B)(6) 2015 and was treated with antibiotherapy. The cholangitis was reported to have resolved on (B)(6) 2015 when the antibiotherapy had ended. Per the physician, the cholangitis was not deemed related to the study stent or the study stent placement procedure. On (B)(6) 2015, the patient underwent an unscheduled biliary reintervention for the management of biliary obstructive symptoms and was treated as an inpatient. The biliary reintervention was a result of a recurrence of the original biliary stricture. An ercp procedure was performed confirming that the wallflex biliary rx uncovered stent had become occluded due to ingrowth. A 10mm x 80mm wallflex biliary uncovered stent was implanted within the indwelling stent due to lack of stricture resolution. The physician does not plan to remove the stents. There were no patient complications reported as a result of this event. The patient&#38112;condition at the conclusion of the procedure was reported to be good.